Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right femoral vein due to prevent of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges "my chest has been hurting with sharp pains". Additionally, patient notes and alleges limitations to physical activity. Per the (B)(6) 2005 inferior vena cava (ivc) placement: "the filter delivery catheter was slowly advanced into the sheath until the tip was identified at the level of the renal vein in a transverse plane...final position was confirmed and the filter was deployed. Postprocedure imaging showed the filter to be fully expanded in the infrarenal inferior vena cava position." Per the (B)(6) 2019 CT abdomen: "ivc filter in appropriate position with the tip just distal to the origin of the renal veins is noted. There is a mild lateral tilt of the proximal ivc filter tip measuring 5 degrees. The ivc filter struts extend 2-3mm beyond the ivc wall and abut but do not extend into the distal duodenum and abdominal aorta. No ivc filter strut fracture or bending is identified. No ivc stenosis is noted."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b2, b5, b6, b7, d4, h4, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, chest pain, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest pain limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.